Manufacturer narrative:
(B)(4). Only event year known: 2021. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch. Additional information was requested, and the following was obtained: was there any other issue noted with the staple line other than bleeding (malformed staples, staple line missing staples, etc.)? Staples weren't ideally formed with some of them being malformed but not to a significant amount. How was the bleeding controlled? Over suturing was required. How much blood was lost (ml)? No data. Did the patient require a transfusion? No transfusion required. Was there any patient consequence or change in the post-operative care of the patient as a result of the event? (Extended hospital stay, readmission, re-operation, etc.) No post-operative extra care was required.

Event description:
It was reported that during a lap gastric bypass, the tissue slipped from under the stapler jaws causing a non hemostatic staple line. There were no patient consequences.